Event description:
Caller reported that they encountered cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions and assisted the caller in successfully resetting the pump, including charging the pump and confirming its operations, allowing the customer to start their sensor session without further issues.